Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was unable to confirm the customer reported issue that the permanent cautery spatula instrument ¿moves in a different way instead of input given¿ by the surgeon. The permanent cautery spatula instrument was tested on an in-house system and passed recognition/engagement tests. Fa noted the instrument moved intuitively with full range of motion in all directions. Additionally, the instrument was found to have thermal damage on the monopolar yaw pulley and conductor wire¿s insulation. There was no conductor wire cap damage found. This complaint is a reportable event due to the following conclusion: thermal damage on the monopolar yaw pulley and conductor wire¿s insulation are evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's sixth usage and, therefore, the instrument had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the permanent cautery spatula instrument moved in different direction than the surgeon's input. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained and confirmed that a backup instrument was used to complete the procedure. The procedure was completed with no reported injury.